Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2023. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No injury or medical intervention was reported.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2023. The pediatric patient uses an omnipod insulin pump and the dexcom mobile app. The patient had symptoms of lethargy, and vomiting. The cgm value was 49 mg/dl with double down arrows. The bg finger stick value was 400 mg/dl. The parent took the patient to the emergency room (ER) due to the symptomatic hyperglycemia where treatment included IV insulin. Her condition stabilized within 8 hours and she was discharged home in good condition. At the time of the report the patient felt normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).